Event description:
It was reported that suspected lead malfunction was observed. It was also noted that the patient underwent an unspecified corrective surgery to revise the lead. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.